Manufacturer narrative:
Investigation results: the complained medical device was not made available for investigation. Therefore, the investigation was based upon event description. Due to the fact that no lot number was provided, a review of the device history records for the complained medical device is not possible. Even after faithful attempts for retrieval, no further information could be received. Conclusion/ preventive measures: due to the lack of information and without the complained medical device being available for investigation, a clear root cause conclusion cannot be drawn. Based on the complaint information available, neither the article number nor the lot number could be identified. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
An adverse event was reported involving an unknown component of an aesculap ag abc spine implant system. Specifically, it was reported that the patient requires revision surgery of the cervical plate and screws for an unspecified reason. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).